Event description:
Elevated blood glucose level (hyperglycemia). Case description: in 2001 this adverse event was re-classified from non-serious to serious. A family member reported that the patient who switched from oral anti-diabetic agents to insulin therapy in 2001 with novopen 3 and novolin 70/30 penfill insulin, experienced elevated blood glucose levels while using the products in question. The family member felt that the adverse event was caused by a problem with the rear rubber stopper in the insulin catridge, as it did not appear to advance in the cartridge. The family member noted that the patient had experienced elevated blood glucose levels while taking oral anti-diabetic agents in the past and the family member believed the insulin was going to dramatically decrease pt's blood glucose level. However, when it did not, family mamber and the patient became nervous so they went to the emergency room the next day where the patient received an injection of insulin (type and brand unknown). The patient was sent home with syringes that were prefilled with insulin by the emergency room nurse. The patient stopped using the device in question and has started using novolin 70/30 insulin in vials with conventional insulin syringes and pt's blood glucose level has since decreased. The family member stated that family member administered patient's insulin injections and family member was familiar with the functioning of the novopen 3 device as family member frequently reviewed the novopen 3 instruction booklet and video. The family member denied any difficulty with the pushbutton on the device, but noted that the insulin did not expel during the function check, although the air shot was performed successfully prior to each injection. The disposable needle was changed with every injection and family member followed the correct storage guidelines for the device and the insulin. The patient had not experienced any recent illness or infection and nor had there been any change to the patient's activity, however, family member noted that the patient was recently placed on a diet.